Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a fenestrated bipolar forceps instrument wrist metal cable broke. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.